Event description:
It was reported that the smartpass feature was disabled due to oversensing of noise associated with low r-wave amplitudes. Device data was sent to technical services (ts) for review. Device data revealed this device delivered an inappropriate shock due to the oversensing of noise. The shock impedance was also noted to have increased at the time of the shock reaching out of range. The patient was noted to be exerting a considerable amount of effort while using a screwdriver at the time of the shock. This device remains in service. No adverse patient effects were reported.